Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported they were seen at their dentist which found the gum receding and red around a tooth. Their dentist thinks it could be that the tooth is taller than the others and when they bite, it puts pressure on that tooth. The dentist wants to shave it down to the same height as the other teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.